Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) that the eos was due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the impedance associated with electrode 1 being over 4k has not been determined. The rep stated that the por was not associate with electrode 1. The battery was at eos due to age and use. The rep stated that it was not confirmed that the por led the eos, and that it was just time for a battery replacement. There were no further action that were taken, and the patient is talking with their healthcare provider (hcp) about options. Patient weight was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0w23m, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0w23m, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was feeling bladder pain. And then on (B)(6) 2018 they saw a power on reset (por) message. They met with a manufacturer representative (rep) the day after and got the por cleared. Patient mentioned they thought the rep got an eos code as well and said that a lead a was dead so they turned off the lead but that the other 3 leads were working. The day after seeing the rep, patient started going to the bathroom more often and saw the por code again. On (B)(6) 2018, patient spoke with their healthcare professional (hcp) office and hcp said that they spoke with the rep and the rep stated patient should call medtronic to see what was causing it. On (B)(6) 2018 additional information was received from the manufacturer representative (rep). They reported that previous por that was cleared, however patient stated the ins went out the day following. Rep met with patient again and they were seeing another por message that showed up. But no symptoms were reported. Furthermore, rep noted that they interrogated the ins and it was showing end of service (eos). It was reviewed that the continous pors can be explained by the ins being close to depletion. Rep also stated that the impedances were checked. Patient was currently programed on 0 and 3 at 1234ohms but all contacts associated with 1 are >4kohms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that device¿s battery was dead on reevaluation. The hcp stated that they had no further information. No further complications were anticipated/reported.